Event description:
The customer reported one erroneous creatine kinase-mb (ck-mb) and three erroneous troponin I (access accutni) results, for several patients, involving the unicel dxc 600i synchron access clinical system. The customer stated the erroneous results were not released from the laboratory. There was no patient consequence associated with this event. The customer retested the samples on an alternate access 2 system and obtained expected results. The customer stated all of the samples were from stat patients and were less than one hour old. The samples were collected in 13x100 mm becton dickinson (bd) lithium heparin plasma separator tubes and centrifuged at 5,100 rpm (rotations per minute) for three minutes. Quality control (qc) is performed every 24 hours. The customer replaced the aspirate probes and performed qc, and noted level 1 troponin I qc failed. System check also failed. The customer also reported wash valve/pump motion errors on the analyzer's event log at the time of sample testing. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a dirty wash wheel and worn peristaltic pump tubing. The fse cleaned the wheel and incubator track. The fse replaced the incubator belt clips, peristaltic pump tubing, aspirate probes, and pipettor tip. The fse discovered the wash pump was aspirating micro bubbles and there was a large amount of play in the wash valve rotor movement. The fse cleaned the precision valve and wash valve, and tightened the rotor to resolve the bubbles within the wash pump. System verification testing (system check, high sensitivity system check, and quality control) was within assay, instrument, and laboratory specifications following the repairs. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware malfunction is the likely cause of the event as multiple repairs on the instrument resolved the issue. Beckman coulter continues to track and trend any incident related to this issue.